Event description:
It was reported that during initial training the ilet displayed persistent alert 39 indicating an insulin shaft encoder failure that did not resolve after a restart, and the device was removed from use and replaced; blood glucose was not impacted because the ilet had not yet been placed into therapy. No reported adverse clinical effects. Outcomes included no need for medical intervention and no hospitalization. Investigation included customer service troubleshooting and education, confirmation of device shutdown procedures, and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the insulin delivery subsystem consistent with an encoder failure of the insulin shaft component. It was concluded that the cause was a device-related malfunction of the insulin drive encoder.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.